Manufacturer narrative:
Combination product: yes.

Event description:
Rv lead was explanted due to fracture resulting in high pacing impedance >2000ohms. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found capped 51.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment. The analysis showed several cuts into the insulation. In particular 11 cm proximal to the lead tip the insulation was found damaged and the conductor cables leading to the ring electrode and and rv shock coil were found fractured. These damages included fractures probably occurred during the extraction procedure due to surgical tools. The rv shock coil, lead tip and fixation helix were found covered in fibrotic growth. Calcifications are known to cause high impedances. However, the analysis of the proximal fragment would be needed to determine the definite root cause. Furthermore, the rv shock coil was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.